Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 50mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Upon follow up, the customer reported that the issue had been resolved. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.